Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) seal was delaminating. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint cannot be confirmed during the event log review. Visual inspection found the dso seal delaminated adjacent the air detector and dso sensor contamination. The complaint of dso seal detaching was confirmed during the visual inspection allowing contamination into the dso sensor. Replaced the dso sensor, dso seal and air detector. Device passed testing post repair.

Event description:
It was reported that during testing it was found that the downstream occlusion (dso) seal was detached. There was no patient involvement or harm.